Event description:
It was reported that the "patella clamp's teeth are worn down to a point where it no longer locks."

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.